Manufacturer narrative:
Analysis findings indicated no anomalies. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported a patient had difficulty with tightening of the extension lead in the neck. The patient had a revision and the product was returned there were no patient symptoms reported. The implantable neurostimulator was indicated for parkinsons dual/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.